Event description:
It was reported that the patient was recharging more than expected. It was noted that the patient was confusing coupling bars with implantable neurostimulator (ins) charge level. It was noted that 8 hours after charging, the patient feels her stimulation stop. It was noted that the patient did not experience a return of symptoms. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient was calling to be sent a healthcare professional (hcp) listings to find an hcp who can replace their ins. The patient explained that the ins is no longer working. They noticed the issue since 2014. It would take two hours to charge which they noticed right before they quit using the ins probably in 2014. The ins no longer held a charge and it was around the same time that the ins quit working. After they stopped using the ins, the patient went on pain medication but they no longer want to be on pain medication so they are hoping to get the ins working again. Patient services sent an hcp listings. No further complications were reported/are anticipated.